Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample and a troponin-free fluid sample when processed on a vitros eciq immunodiagnostic system. The investigation determined the assignable cause of this event was instrument related. Prior to service actions being performed, troponin I precision test results were outside of acceptable guidelines. An ocd field engineer (fe) made repairs to the signal reagent and reagent metering subsystems of the analyzer. Service actions performed on the affected subsystems returned the eciq analyzer to expected performance. Following these action, acceptable vitros tropi es precision was observed. Following service actions, an additional non-reproducible, higher than expected vitros tropi es result occurred. The root cause of this event is unknown and the investigation continues. In addition, improper sample processing (centrifugation) cannot be ruled out as a contributing factor. The customer provided no data when requested as to whether the affected patient sample had been processed outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results (1.35, 0.144 ng/ml) from a single patient sample using the vitros eciq immunodiagnostics system. The same sample was retested and the repeat result (<0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected tropi es result of 1.35 ng/ml was reported outside the laboratory, however, a corrected report was sent to the physician. There was no report of patient harm as a result of this event. During the investigation of the event, three additional non-reproducible, falsely elevated, vitros tropi es results (0.097, 0.216, 0.167 ng/ml) were obtained from a troponin-free sample, vitros high sample diluent b (hsdb), used to perform a tropi es precision test. The expected tropi es result for hsdb is <0.012 ng/ml. Furthermore, an additional non-reproducible, higher than expected, vitros tropi es result (0.103 ng/ml) was obtained from a single patient sample. The same sample was retested in duplicate and the repeat result (<0.012 ng/ml) was believed to be the accurate result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected patient result was not reported outside of the laboratory there was no report of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).